Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an multiple, intermittent occlusion alarms occurred. There was no impact to the customer's past blood glucose (bg) levels; current bg was 180mg/dl. A supply change was performed to address the past occlusions. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. The customer alleged there was an underlying pump issue causing the occlusion alarms. During a follow-up, it was reported the occlusion was resolved by performing a supply change.